Event description:
Revision surgery - due to an unstable shoulder.

Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for this revision was reported as an unstable shoulder after 1 month and 13 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, first for this lot number. The root cause for the unstable shoulder could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.